Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 21cm of the proximal part was returned for analysis. External insulation abrasion was observed at 14cm to 16.5cm from the connector pin, consistent with friction against the ICD can. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.